Event description:
It was reported that the device was explanted due to high hvb impedance readings of greater than 200 ohms. No patient complications have been reported as a result of this event. Additional information received reported that there was an alert for high hvb and svc lead impedance of greater than 200 ohms, and pacing impedance was greater than 4000 ohms through an analyzer. Flouroscopy showed that the distal portion of the hvb coil appeared "unwound" and not tightly coiled. The lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.